Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
The customer reported via the regional sales rep that during a procedure, the light lead became hot, and caused a small burn blister to the hand of the staff member holding the device. It is further reported that the lightleads are competitor products not stryker, and that the lightsource was stryker.